Manufacturer narrative:
Date of event: exact date unknown.

Event description:
It was reported that the patient was no longer receiving adequate pain relief with the implanted device. The patient underwent an explant procedure to remove the device, and recovered normally. No further information has been obtained despite good faith efforts.